Event description:
Customer reportedly received results of 111 mg/dl, 118 mg/dl, and 31 mg/dl within 10 minutes on the same device. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.